Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6), 2008. Patient has experienced aches and pain in his right hip and right leg, occasional clicking in his right hip and a loose feeling in his right hip, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt. Patient was revised on (B)(6), 2010.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.